Event description:
Patient had a prior pci procedure with stent placed in the rca. Physician was attempting to treat a severely calcified lesion with 95% stenosis in the distal rca with little tortuousity, artery diameter is 3mm with lesion length of 20mm. It was reported that 5 sprinter otw balloons were used during the procedure, the balloons were removed from packaging, inspected and prepped as per IFU with no issues noted. Resistance was encountered when the balloons were being advanced down a tight calcified distal rca. It was reported that the balloons were inflated to 12atm prior to burst. The patient's artery opened slightly distal and stent was placed proximally. Patient is reported to be alive with no injury.

Manufacturer narrative:
Evaluation codes: results, patient's condition affected the effectiveness of device - lesion morphology/anatomy (lesion is severely calcified with 95% stenosis) no results available since not evaluation was performed - device or cine images not returned for evaluation none - no device received for evaluation evaluation codes: conclusions, device failure related to patient's condition - lesion morphology/anatomy (lesion is severely calcified with 95% stenosis) 67 unable to confirm complaint - no device evaluation, device not returned. (B)(4).

Manufacturer narrative:
Device evaluation: balloon appeared to have been previously inflated. During the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon, confirming the presence of a leak. Liquid was seen exiting the distal section of the balloon, there was evidence of a tear on the balloon material.